Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h4, h6, h11. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - medical product: tibia cemented catalog # 42532007101 lot # 66058494. Stem extension catalog # 42557000114 lot # 65862240. 2.5 mm female hex screw 25 mm length catalog # 42509902525 lot # 66191161. 2.5 mm female hex screw 25 mm length catalog # 42509902525 lot # 65852351. Iassist pin & screw pack sterile catalog # 20800000020 lot # 66224797. Psi psn pref cr pin gde set catalog # 00597000067 lot # zb23tofrid. All-poly patella catalog # 42540200029 lot # 66160284. Femur cemented cruciate retaining (cr) standard left size 7 catalog # 42502606201 lot # 65963220. G2:australia. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure seven months post implantation due to pain. Articular surface was replaced. Attempts to obtain additional information have been made; however, no more is available.